Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 6 am for a low blood glucose level of 62 mg/dl. The customer stated that their insulin pump would over deliver insulin when it is on suspend mode. The customer stated that they suspended their pump because they felt like they were having low blood glucose and suddenly passed out. The customer understood. The customer's blood glucose level at the time of the call was 140 mg/dl. The customer declined trouble shooting the issue and stated that they will monitor the pump and will call back if they had any further issues. No further information was provided.